Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to high pacing thresholds. Additional information indicates that the high rv threshold was chronic but is not attributed to the lead. The rv lead remains in service. No additional adverse patient effects were reported.